Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a profile vortex blue 06/15 30 mm file broke during use. The broken part was not retrieved. No injury.

Manufacturer narrative:
Customer returned 1 loose file in an autoclave bag, broken at 14mm from the handle. The file was checked under microscope and found no manufacturing marks or defects. See attached photo. No lot number provided. No unopened product was returned therefore no further testing can be performed. Engineering reviewed, looking at the file under magnification, nothing points to a void or inclusion. The cross section aligns with the expectations at 3 mm. The break does not appear to be related to a manufacturing defect.